Manufacturer narrative:
Describe event or problem: correction from, "a customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle," to "a customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle." Concomitant medical products and therapy dates correction from sterrad® 100s (sn: (B)(4)) to none. Device manufacture date correction from 06/06/2017 to 06/16/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/16/2017 to 08/17/2017 and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad® unit was evaluated by an asp field service engineer. Corrective maintenance was performed and the fse confirmed the unit met specifications after service. The assignable cause is likely related to the sterrad® unit as corrective maintenance was performed to resolve the positive bi issue. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
Visual analysis of product return was performed. Cyclesure24 bi, lot 16717237 and lot 18017216. Forty-six (46) bis received. Forty-four (44) new, unused bis with red ci discs, caps not pressed down, and intact media ampoules and vials. One suspect positive bi: ci disc yellow, cap pressed down, vial crushed, and yellow media in vial. The suspected positive growth result was observed. No manufacturing related anomalies observed. One processed bi, lot 18017216: ci disc yellow cap pressed down and purple media in the crushed vial. No allegation against this bi.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 20 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. The customer reported 2 straight cameras were used on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators in which load is released and used on patients without reprocessing.